Manufacturer narrative:
Summary of evaluation: visual inspection of the returned inner package revealed a complete and uniform adhesive transfer on all surfaces intended for sealing, indicating that a seal was originally present on the pouch.

Event description:
The device fell out of the inner blister as the product was being opened. The device was resterilized and implanted into the pt without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.